Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Whilst doing a total hip & implanting the pinnacle cup with the impaction handle the end cap broke from the handle. It fell on the floor away from the patient. The cup was implanted w/o incident. There is no additional information to be given.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. Provided product images were reviewed. Examination has found sufficient evidence to confirm breakage of the reported pinnacle cup straight impactor. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. Provided product images were reviewed. Examination has found sufficient evidence to confirm breakage of the reported pinnacle cup straight impactor. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update 03-nov-2021. Empty box was received at the decontamination site, update received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.